Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for respiratory infection (unrelated to lvad) when it was noted that drive line repair (previous) was 'separating' and exposed wires were present. No alarms were triggered and all pump function was normal. Previous drive line repair was wrapped in 'rescue tape' to stabilize. No pictures were available of damage as stabilization with rescue tape had already occurred. On 30dec2019, technical services arrived onsite for a cosmetic drive line repair. Performed repair about 2.5 inches from the exit site. Percutaneous (perc) lead replacement performed. After repair, tethered patient on grounded patient cable without issue. Returned. Removed perc lead for evaluation.

Manufacturer narrative:
Section d4: correction. Section h4: additional information. Manufacturer's investigation conclusion: the report of cosmetic damage at the driveline repair site was confirmed. Additionally, the evaluation of the returned driveline revealed wire damage at the driveline repair site. The account communicated that the patient was admitted for respiratory infection which was reportedly not related to the lvad. During the admission, it was noted that the patient¿s previous driveline repair (reported under MFR # 2916596-2018-02786) was ¿separating¿ and wires were exposed. There were reportedly no alarms associated with this event. The repair was wrapped in rescue tape and the patient underwent an external driveline repair on (B)(6)2019. The replaced driveline was returned for evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No additional complaints have been reported at this time. Approximately 17.5" of the driveline was returned. A previous driveline repair (reported under MFR# 2916596-2018-02786) performed was present at the proximal end of the returned driveline segment. This repair and the silicone jacket on the distal end of the repair was wrapped in white tape. The metal connector appeared unremarkable. An electrical continuity test of the driveline was conducted in the condition the driveline was returned and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Visual examination of the driveline revealed cosmetic damage to the outer silicone sleeve and outer gray shrink tubing at the distal end of the repair, approximately 14¿ from the metal connector. The silicone jacket, clear bionate layer, and metal braided shield were in good condition and appeared unremarkable other than this cosmetic damage. Upon removal of the outer gray shrink tubing, inner black shrink tubing, and metal cylinder used for the repair, it was noted that the copper-colored tape was ripped in the location of the observed cosmetic damage, exposing the underlying wiring. Upon removal of the tape used to secure the repair, damage was observed on the yellow wire, approximately 14¿ from the metal connector, which exposed the inner metal conductors. This damage was noted to be in the same location as the cosmetic damage of the driveline repair and appears to be the result of fatigue failure due to repetitive flexing of the driveline in this area. No other wire damage was observed during visual inspection or microscopic inspection of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation and no additional areas of compromised wire insulation were identified. The yellow wire represents one of the two redundant wires that comprise phase 1 of the three-phase motor. The system had the potential to produce a short to shield, during which an interruption in pump function could result if the exposed conductors of the compromised wire contacted the metal braided shield while the system was supported by a tethered power source (such as the power module). Heartmate ii lvas IFU, is currently available. Section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6, under "pump performance monitoring", outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarm, including pump off, and the appropriate actions associated with them. Heartmate ii lvas patient handbook, rev. G, is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. In multiple sections, the patient handbook warns the user not to pull on or bend the driveline. IFU, patient instructions replaced hmii lvad percutaneous lead, provides care instructions and important precautions regarding replaced percutaneous leads. Section "precautions" warns the user: do not kink or bend the percutaneous lead. Check your lead often to make sure if is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside. Allow for a gentle curve for your percutaneous lead. Do not severed bend your percutaneous lead multiple times of wrap it tightly. Section 3.3 "care and inspection of your replaced percutaneous lead" instructs the user to check your entire percutaneous lead (including the spliced area) daily for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. Pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). Although the patient¿s respiratory infection was determined to not be device-related, the heartmate ii lvas IFU lists local infection and driveline or pump pocket infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. The hmii lvas IFU also contains information on ¿controlling infection¿ in section 6, ¿patient care and management¿. Additionally, the heartmate ii lvas patient handbook, outlines care instructions for preventing infection in various sections. No further information was provided. The manufacturer is closing the file on this event.